Event description:
The pt reported that the infusion tubing separated from the luer connection resulting in elevated blood glucose of 350 mg/dl. The infusion tubing had been in use for 4-5 days. The pt changed the infusion set and bolused through the infusion device to lower blood glucose levels. The pt's normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.